Event description:
It was reported that the arctic sun device had low flow. It was confirmed that the device had 01 (patient line open) and 02 (low flow) alerts in the even log. They tested the device and it was running 1.9 lpm with circulation pump at 85 percentage system hours 2126. They explained a weak circulation pump and the device was due for the 2000 hour pm, they would order parts and do it their-self. Per biomed via phone on 27june2024, customer has ordered a circulation pump and would replace it in house. Once repaired, the device would be returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. It was confirmed that the device had 01 (patient line open) and 02 (low flow) alerts in the even log. They tested the device and it was running 1.9 lpm with circulation pump at 85 percentage system hours 2126. They explained a weak circulation pump and the device was due for the 2000 hour pm, they would order parts and do it their-self. Per biomed via phone on 27june2024, customer has ordered a circulation pump and would replace it in house. Once repaired, the device would be returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. It was confirmed that the device had 01 (patient line open) and 02 (low flow) alerts in the even log. They tested the device and it was running 1.9 lpm with circulation pump at 85 percentage system hours 2126. They explained a weak circulation pump and the device was due for the 2000 hour pm, they would order parts and do it their-self. Per biomed via phone on (B)(6) 2024, customer has ordered a circulation pump and would replace it in house. Once repaired, the device would be returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.